Event description:
The patient reported that the audio bolus button has been unresponsive for nine months. She confirmed that the bolus button cover is attached. The patient stated that she cleans the outside of the pump with a dry toothbrush, and wears the pump with a low-profile clip.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the keypad was peeling and torn in multiple places. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the keypad buttons are intermittently responsive, and there is evidence of keypad adhesive under the button contacts. Investigation revealed that the audio bolus button is intermittently responsive. There was no damage noted to the audio bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.